Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump received with cracked case at display window corners, cracked reservoir tube lip, minor scratches on lcd window and missing end cap sticker. No belt clip assembly received with insulin pump.

Event description:
It was reported that the insulin pump alarmed button error while the customer was bolusing. The blood glucose was unknown. The customer was advised to discontinue the use of the device and to revert to a back-up plan. Nothing further was reported.